Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was freezing due to a disconnection in the cable of one of the boards in the fridge. A field service engineer reseated the cable and restarted the fridge. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a malfunction that the screen was frozen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.